Event description:
The customer reported a failure to acquire lead v5 during a 12 lead ECG. There is no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure to acquire lead v5 during a 12 lead ECG. There is no reported pt involvement. The device was sent to the philips bench for eval. The reported symptom was reproduced. It was noted the ECG connector was worn and the processor pca was discovered to be faulty. The processor pca and ECG connector were replaced and the issue was resolved. The device passed all testing and was returned to the customer site. We cannot determine the cause of the reported issue as multiple parts were replaced.